Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. However, pump trace download analysis confirmed the pump alarmed power error 25 due to connector resistance j6 /pcb 1 issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture and it was not working. The customer¿s blood glucose level was 145 mg/dl at the time of the incident. The customer stated that home screen did not display on the screen. Troubleshooting was performed. The insulin pump will be returned for analysis.